Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of infection-late onset is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "high fever".

Event description:
Patient reported "high fever" and "concerned to learn that there was something wrong with the body, anguished waiting for the results of the exams to know if it could be a serious disease, interfering too much with the psychological and emotional, causing a moral disturbance even".

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side cyst, capsular contracture baker grade iii, and "equal contralateral by volume". For treatment, puncture was performed and antibiotics and corticoid was given. The device remains implanted.